Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation in the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that this unit has a transducer fault and that the turbine is shaking and the unit does not operate smoothly. The main printed circuit board was replaced however this did not resolve the issue with the shaking turbine. There was no patient involvement at the time of the incident.

Manufacturer narrative:
Results of investigation: the turbine muffler assembly was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The root cause of the reported issue was due to material fatigue of ball bearings .